Event description:
A malfunction on the pump was reported, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the reset process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues reappeared, which the customer acknowledged and understood.